Event description:
It was reported that the 9900 system intermittently locks up. Also, the touch screen will not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The software was re-installed and the touch screen was recalibrated during the service call. The system was tested and found to be working as intended and put back into service.